Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. Upon receipt of the device, the user report of exposed cable insulation was confirmed. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, following the completion of a procedure, the shockpulse lithotripsy transducer presented with a cable insulation defect, the connector pins were open. There was no harm or consequence to the patient reported as a result of this event.